Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.